Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received random no delivery alarms. The customer's blood glucose was unknown at the time of incident. Customer also states that battery cover was hard to remove, stripped out, bad battery alert, there were scratches on screen, harder to see, cracks on pump casing, reverse button hard to push, louder during rewind and there was no back light. Customer decline to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.